Manufacturer narrative:
Additional information received: patient date of birth.

Manufacturer narrative:
Correction: device manufacture date updated to proper value.

Manufacturer narrative:
Correction: patient age not available from the site. A medtronic representative reported that a second procedure was scheduled to repair the cerebrospinal fluid (csf) leak. The review of the tracer registration performed found that the pattern was acceptable for the application software. It was reported that the site did not provide confirmation for additional investigation into the reported issue.

Manufacturer narrative:
Review of the registration image confirmed that the tracer registration was not within protocol. User error is suspected as a result. Site did not request a system checkout. No parts were replaced or returned.

Event description:
A site representative reported that, while in a functional endoscopic sinus surgery (fess), there was an inaccuracy that caused a csf leak. The leak was treated and the patient was scheduled to go back for another procedure to continue the repair. There was a reported delay to the procedure of less than 1 hour due to this issue.